Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient representative reported that today they checked patient's implant battery and the implant battery already showed low in under 2 years. Patient rep said hcp told patient that implanted battery would last 7 years. Patient rep was upset and said that the mdt product didn't work for the patient and that mdt should supplement patient with medication to help with their issues that the mdt device was supposed to help with. The patient rep said that the pt has had to have several surgeries for the device (implanting/battery replacement) and they were upset pt would need another surgery to continue the therapy. Ps reviewed information about implant battery longevity and redirected patient to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.